Manufacturer narrative:
On 5/27/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for patient's right side device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed for this 36-year-old female caucasian patient. Device evaluation summary: during visual evaluation of the device, an anomaly was observed on the anterior view consistent with a crease/fold. Leak testing was performed in accordance with mentor's procedures. Two tears were observed on the anterior view, both measuring less than 0.1 cm. Microscopic examination in the edges of both tears revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for patient's right side device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 300cc mentor smooth round moderate profile on both sides and was presented with bilateral breast implant deflation, and left side capsular contracture; baker grade unknown. On (B)(6) 2020, mentor became aware that the date of bilateral explantation was (B)(6) 2020. On (B)(6) 2020, additional information received indicated that the patient experienced left side deflation and capsular contracture; baker grade unknown. The right-sided was intentionally deflated by the physician without device problem. On (B)(6) 2020, mentor received operative report indicating that the patient experienced bilateral deflation, and that the patient's age was (B)(6). Hence, this report was created for patient's right side device.